Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer. While in the field, console failed to detect a pump during case start. Imc logs show that the console was able to detect pump connection but failed to read pump eeprom. The root cause of optical signal issue was due to bugs or defects in software (excludes firmware) this report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported that the automated impella controller (aic) was not operating properly. The aic was requesting the staff to plug in gray-to-gray connection at case start when using a cp. Console switched and case continued. It was reported that the procedural outcome was the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.